Manufacturer narrative:
(B)(4).

Event description:
During the index procedure the physician used an in.pact admiral drug eluting balloon to treat a lesion in the left sfa. A complete se stent was implanted to treat residual stenosis. Approximately 32 months post the index procedure the patient suffered absent flow in left femoral-popliteal axis and in-stent occlusion of the left sfa. Pta was attempted but was unsuccessful. Approximately 2 months later a bypass of the femoral-popliteal was carried out and the outcome is reported as recovered. The investigator reported that the event was possibly related to the study device, procedure and paclitaxel.